Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported blower not running properly. The device was not in use at the time of the reported event; therefore, there was no patient involvement.